Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified that the device had 2 negative depressed battery pins. A service history review did not reveal any evidence of nonconforming product. The reported condition was verified, and the device was found out of specification in relation to the reported symptom of depressed battery pins. An event history log review was not performed due to the reported problem being a failure without logical activities or recorded events that would confirm the problem or identify the direct cause of the event. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had depressed battery pins. It was unknown whether there was any patient involvement, injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
The initially reported date received by MFR of 4/17/2017 is incorrect, the correct date is 05/25/2017. Should additional relevant information become available, a supplemental report will be submitted.